Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The patient's blood glucose at the time of incident is unknown. During troubleshooting the customer was unable to prime. The customer then attempted to use a plunger to push insulin through the tubing: insulin exited but there was greater than normal resistance when attempting the plunger push. Additionally, the customer had a high blood glucose in the 400 mg/dl range earlier in the month of (B)(6) 2016. The customer treated via manual insulin injection. The reservoir was not returned for analysis.